Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation and determined, based on the result of the device evaluation and the available information, that the likely cause was user handling. It is likely that an external force was applied to the distal end, because the damage was confirmed in the ultrasonic probe and the ultrasonic image was chipping. It is assumed that the ultrasonic probe could not withstand the load of the external force and was damaged, and chipping occurred in the ultrasonic image.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. A definitive root cause was not identified.

Event description:
A user facility reported to olympus physical defects of the bending section and insertion tube: "a torn rubber distal tip." There was no patient injury or harm associated with the problem reported to olympus.